Manufacturer narrative:
(B)(4). The customer reported that the battery fails to charge. There was no report of pt involvement. The batteries were evaluated at philips and the failure was verified. The battery would shut the unit off when inserted in the unit. The customer was sent a new battery which resolved the failure.

Event description:
The customer reported that the battery fails to charge.